Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22349. Related manufacturer reference number: 2017865-2021-22352. It was reported that the pacing dependent patient presented for follow up with the right ventricular lead exhibiting intermittent capture at high outputs. A chest x ray confirmed that the right ventricular, right atrial, and left ventricular leads had pulled back following the placement of a left ventricular assist device. The patient had some left side occlusion and all three leads were capped on (B)(6) 2021. A new right atrial and ventricular lead were placed. The patient was in stable condition.